Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200 - 240 cc's. The pt had no adverse effects and did not require any medical intervention. Sample was is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.